Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. It was not reported if the patient was connected at the time of the alarm. This occurred during drain phase of peritoneal dialysis therapy. It was not reported how the alarm was resolved or how the patient completed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.